Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of treatment after treatment was completed. The patient reported receiving m31 air detected in cassette warning messages during drain 1 of 4 of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The patient stated fluid leaked from the cassette and saw a drop on the cassette and the inside where the cassette is inserted. The fluid leak did come in contact with the cycler and was observed in the pump module area and external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event, and the fluid leak was observed after treatment was completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of treatment after treatment was completed. The patient reported receiving m31 air detected in cassette warning messages during drain 1 of 4 of treatment and prior to the leak. It is unknown at which point in therapy the leak may have begun. The patient stated fluid leaked from the cassette and saw a drop on the cassette and the inside where the cassette is inserted. The fluid leak did come in contact with the cycler and was observed in the pump module area and external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event, and the fluid leak was observed after treatment was completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to return for physical evaluation by the manufacturer.